Event description:
It was reported that the atrial lead exhibited noise. Upon device interrogation fracture was detected on the lead. The lead was extracted and replaced. Insulation damage was observed on the lead. The patient was stable before, during and after the procedure.